Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient presented via merlin.net transmission with false pauses due to loss of sensing that are suspected to be due to loss of pocket contact. The patient will continue to be monitored.